Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller head with no tubing in it cannot be moved. When the unit was turned on, it sounded very rough and a "pump jam" error message occurred. The device was not changed out. There was a small roller pump setup next to this suspect pump that they would use to vent if needed. The roller pump was still setup in case it was needed for a back-up. The perfusionist (ccp) ended up not needing to use back-up pump. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review: the perfusionist was preparing one of the large roller pumps to be used as a vent pump. Even without tubing in the race, the pump was displaying a pump jam error message. The pump also was load and appeared to be "rough" during rotation. There was an unused pump on the base, and the perfusionist elected to move the vent tubing to this adjacent pump.